Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for investigation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Touch screen test passed. Voltage verification check passed. Valve actuation test passed. System air leak test passed. Post-ast 2hr 15mins 8500ml simulated treatment was performed and encountered m37 (patient pressure not constant warning) alarm during setup. Failure traced to a short on ic35 and c76 on I/o board. Replaced I/o board for further testing. Patient sensors calibration check passed with functioning I/o board. Post-ast 2hr 15mins 8500ml simulated treatment was performed and encountered a grinding motor pump a. The simulated treatment was completed. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s)..upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler that had the screen distorted during power up. The screen was all white. Cycler was securely plugged into the wall outlet and it was securely plugged in the back. When they tried to reboot the cycler the cycler had multiple colored lines going vertical on the screen. Patient also mentioned smelling something burning before getting the all white screen. Replaced cycler due to distorted screen. Upon follow up, it was confirmed the patient was able to complete treatment on the reported day via manual exchanges. No patient serious injuries were experienced. Patient did not suffer any adverse events and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.